Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced large ketones and an elevated blood glucose (bg) level of 542 mg/dl, which were addressed by administering a manual injection. Customer reached out to health care professional (hcp), who instructed customer to change out infusion set site and perform a temp rate of 200% for 4 hours. The customer changed out supplies and noted a kinked infusion set cannula. Customer could not provide infusion set information.